Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Visual inspection showed twisted in the insulation that was likely due to twiddler's syndrome. In addition, the helix was extended. There was dried blood/body fluid noted in the helix housing and tissue entwined in the helix. The lead passed the hipot test indicating no electrical shorts between conductors and pressure test indicating the lumen/outer insulation was intact. Laboratory analysis confirmed the reported allegation. This supplemental report is being filde to correct the b2: outcomes attrib to adv event field. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged due to twiddler's syndrome. The physician opted to implant a new lead due to visible lead insulation breakdown. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to capture the evaluation conclusion code.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged due to twiddler's syndrome. The physician opted to implant a new lead due to visible lead insulation breakdown. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged due to twiddler's syndrome. The physician opted to implant a new lead due to visible lead insulation breakdown. The rv lead was explanted. No additional adverse patient effects were reported.